Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 1 complaint in the reported lot number. (B)(4).

Event description:
A physician reported a patient with complaints of poor vision following multifocal intraocular lens implantation. An explant procedure was performed approximately five weeks following the initial surgery and a monofocal iol was implanted additional information is requested.